Event description:
It was reported that the caller stated that the patient arrived at 34c. Targeted temperature (tt) was 36c, water temperature (wt) was 25.8c and flow rate (fr) was 3.1lpm in an arctic sun device. The patient had since slipped to 33c. Advised they would expect higher water temperature (wt), however charge had stop hypothermia and start normothermia. Had send a screenshot which shows the therapy has been stopped for most of this case. They have already tested device in manual control appeared accurate. Water temperature (wt) would not increase beyond 25c in manual mode. No alerts or alarms available. Bedside nurse had decided to get another device rather than continue to try to troubleshoot this device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the review of the csv files indicated that this device was overfilled. However, no alarm 113 was present in the csv file. The caller stated that the patient arrived at 34c. Targeted temperature (tt) was 36c, water temperature (wt) was 25.8c and flow rate (fr) was 3.1lpm in an arctic sun device. The patient had since slipped to 33c. Advised they would expect higher water temperature (wt), however charge had stop hypothermia and start normothermia. Had send a screenshot which shows the therapy has been stopped for most of this case. They have already tested device in manual control appeared accurate. Water temperature (wt) would not increase beyond 25c in manual mode. No alerts or alarms available. Bedside nurse had decided to get another device rather than continue to try to troubleshoot this device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Per investigator evaluation, the event was confirmed user related, hence bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the review of the csv files indicated that this device was overfilled. However, no alarm 113 was present in the csv file. The caller stated that the patient arrived at 34c. Targeted temperature (tt) was 36c, water temperature (wt) was 25.8c and flow rate (fr) was 3.1lpm in an arctic sun device. The patient had since slipped to 33c. Advised they would expect higher water temperature (wt), however charge had stop hypothermia and start normothermia. Had send a screenshot which shows the therapy has been stopped for most of this case. They have already tested device in manual control appeared accurate. Water temperature (wt) would not increase beyond 25c in manual mode. No alerts or alarms available. Bedside nurse had decided to get another device rather than continue to try to troubleshoot this device.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional investigation details. The reported issue was confirmed. The root cause of the reported issue is being investigated under CAPA #9944107. Alarm 113 is triggered within the arctic sun application software by meeting a specified range of watts over a certain period of time. Certain instances that clinically should trigger alarm 113 do not meet this criteria. Per review of case data, therapy was initiated on (B)(6) 2024 at 11:36. Therapy was stopped on (B)(6) 2024 at 11:37 when the unit was filled showing that the water level was 5 bars. On (B)(6) 2024 at 11:43 the target outlet water temperature was 40c, t1 was 22.9c, t2 was 23c, t3 was 22.6c and t4 was 20.1c. At this point the heater kicked on to compensate for the dropping outlet temperatures. Target temp for water out rose to 40, while t1 and t2 maintained their temperature around 22c-23c and t4 only dropped to around 12c. This was the indicator that the unit had been overfilled. The issue persisted until (B)(6) 2024 at 15:05 when therapy was stopped. No alert 113 was triggered by this event. Labeling review is not required because labeling could not have prevented this issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the review of the csv files indicated that this device was overfilled. However, no alarm 113 was present in the csv file. The caller stated that the patient arrived at 34c. Targeted temperature (tt) was 36c, water temperature (wt) was 25.8c and flow rate (fr) was 3.1lpm in an arctic sun device. The patient had since slipped to 33c. Advised they would expect higher water temperature (wt), however charge had stop hypothermia and start normothermia. Had send a screenshot which shows the therapy has been stopped for most of this case. They have already tested device in manual control appeared accurate. Water temperature (wt) would not increase beyond 25c in manual mode. No alerts or alarms available. Bedside nurse had decided to get another device rather than continue to try to troubleshoot this device.

Manufacturer narrative:
Per investigational findings, bd has determined that this MDR as not reportable as the reported event was confirmed as user related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the review of the csv files indicated that this device was overfilled. However, no alarm 113 was present in the csv file. The caller stated that the patient arrived at 34c. Targeted temperature (tt) was 36c, water temperature (wt) was 25.8c and flow rate (fr) was 3.1lpm in an arctic sun device. The patient had since slipped to 33c. Advised they would expect higher water temperature (wt), however charge had stop hypothermia and start normothermia. Had send a screenshot which shows the therapy has been stopped for most of this case. They have already tested device in manual control appeared accurate. Water temperature (wt) would not increase beyond 25c in manual mode. No alerts or alarms available. Bedside nurse had decided to get another device rather than continue to try to troubleshoot this device.